Event description:
The carbon fiber is peeling in the tka positioner boot. Case type: tka.

Manufacturer narrative:
Reported event: the carbon fiber is peeling in the tka positioneer boot. Case type: tka. Product inspection: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the product history records indicate (B)(4)were manufactured under lot no 201643111601, and accepted into final stock on 12/01/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210080, lot number 201643111601, shows 00 additional complaints related to the failure in this investigation. Conclusion: the event could not be confirmed as the product was not available for inspection. Per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The carbon fiber is peeling in the tka positioner boot. Case type: tka.